Event description:
It was observed that during the device evaluation, the device exhibited resistance when pushing the sliding handle. There was also bending on the section near the handle. There was no patient involvement.

Manufacturer narrative:
The device was returned with another ligating device that was involved in an event where incarceration occurred during surgery and the nylon rope could not be released requiring cutting of the sheath tube, which was already reported in manufacturer report number 9614641-2025-01200. There was no customer allegation against this device. Three attempts were performed to obtain additional information, but no response was received from the customer. Upon device inspection, the hook could be pushed out when pushing the sliding handle. The hook was not found deformed and there was no ligation loop. There was resistance when pushing the sliding handle. The hook showed signs of use and had use stains and crystallized residue. The coil sheath and tube sheath were inspected, and bending on the section near the handle was observed. It was noted that it is possible that the ligation loop and hook become tangled inside the sheath tube, preventing the ligation loop from coming off and separating normally. Based on the similar investigation results in the past, a likely mechanism causing difficult or delayed separation might be the following: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. As a result, the loop could not be released from the main unit. In addition, the factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle. -meandering state of the scope tube. -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. It was noted that even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.